Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 60-year-old male patient with a past medical history of coronary artery disease (cad), presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a high purge pressure alarm. No kinks were noted in the tubing and the cassette was changed, which did not resolve the issue. Tissue plasminogen activator (tpa) was initiated, which resolved the issue. The purge values were within normal range. The purge concentration was changed back to sodium bicarbonate. No further intervention was required. There was no noted interruption of flow or support for the patient. The post-procedure outcome is unknown. The impella functioned at p-7 at 4.4l/min as intended. High purge pressure in an impella device can be caused by thrombus buildup within the motor purge gap, which restricts the flow of the purge solution. This is often characterized by a gradual increase in purge pressure, low purge flow, and a potential purge system blocked alarm. This can be corrected by using tpa.

Manufacturer narrative:
B2 death selection was added and date of death. B5 clinical narrative was updated. D6b explant date was received and added. H1 selection was revised due to the patient expiring. H6 new health effect - impact code was added. H11 the pump was discarded.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically via the right axillary/subclavian artery in a 60-year-old male patient with a past medical history of coronary artery disease (cad), presenting with heart failure, cardiogenic shock, and cardiomyopathy, classified as scai stage e shock. Prior to initiation of support, the patient was receiving extracorporeal membrane oxygenation (ECMO), multiple inotropes and vasopressors, and mechanical ventilation for respiratory support. While the patient was in the intensive care unit (ICU), a high purge pressure alarm was observed. No kinks were identified in the purge tubing, and the purge cassette was changed; however, the alarm persisted. Tissue plasminogen activator (tpa) was initiated, which successfully resolved the high purge pressure. Following treatment, purge values returned to within normal range, and the purge concentration was changed back to sodium bicarbonate. No further intervention was required, and there was no noted interruption of impella flow or hemodynamic support. The impella 5.5 functioned as intended at p-7 with flows of approximately 4.4 l/min. High purge pressure in an impella device can occur due to thrombus buildup within the motor purge gap, which restricts purge solution flow and may present with elevated purge pressure and potential purge system alarms. This condition may be corrected with tpa administration, as occurred in this case. The patient ultimately expired, and the outcome at explant was death. Based on the available information, the death is most likely attributable to the patient¿s underlying critical illness and refractory cardiogenic shock (scai stage¿e) in the setting of advanced heart failure, cardiomyopathy, and dependence on multiple forms of mechanical circulatory and pharmacologic support.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 and d4. Upon review, the brand name, serial and primary UDI number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the issue was not determined without returned product investigation and sufficient clinical details, including data logs.